Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the alarms were not audible. Customers blood glucose was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.